Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally pressed a button on their pump screen which prompted the customer to go through the cartridge load process once more. The customer's blood glucose (bg) level was in the 400's mg/dl range and a manual injection was administered to address the bg level. Tandem technical support assisted the customer in reloading their cartridge and insulin delivery was successfully resumed.